Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 61.9 cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No kinks were evident on the hypotube distal or proximal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use an integrity rx coronary bare metal stent system to treat the circumflex (cx) artery. There was no damage noted to the packaging. Difficulties were noted when removing the device from the hoop. It was reported that during the procedure there was difficulty encountered passing the stent through the lesion due to the build up of calcium and tortuosity of the lesion. It was reported that during manipulation of the stent, the tip of the catheter became deformed. It was reported that another device was used to complete the procedure. No patient injury was reported.